Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated. A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was revised. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pain at the ipg site. Surgical intervention took place on (B)(6) 2023 wherein two extensions were added and the ipg was relocated to address the issue.